Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between february 1, 2024 and february 5, 2024. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion via a peripherally inserted central catheter (PICC) line. The event was further described as "there was slow rate of infusion". Approximately 150-200ml of residual fluid remained in the device. The device contained penicillin and normal saline 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.